Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug and clonidine via an implantable pump for non-malignant pain indications for use. It was reported that the second pump was acting up. The patient representative (rep) stated that every time the pump was refilled, the physician was getting more fluid back than what the pump was saying. The rep stated that this happened three times in nine months, so it happened every three months. They reached out to the patient physician and the pump was not working so the pump was replaced in november.

Manufacturer narrative:
Updated b5 and device serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug and clonidine via an implantable pump for non-malignant pain indications for use. It was reported that the patient's first pump worked flawlessly and ran for the expected lifetime and so the pump was replaced. However, the second pump was acting up. The patient representative (rep) stated that every time the pump was refilled, the physician was getting more fluid back than what the pump was saying. The rep stated that this happened three times in nine months, so it happened every three months. They reached out to the patient physician and the pump was not working so the pump was replaced in november. They went and had the pump checked two days ago and the pump was not working again. The rep stated that there was no fluid in the line or anything coming out of the pump. They went and saw the physician today and that physician said that they would flush the pump which would take two to three hours and that the pump would be replaced if needed. The rep stated that they went through "pumpograms" which entailed the physician checking if anything was in the tube. The rep stated that physician put a needle in, and nothing was being pulled out. The pump and catheter were replaced in november. The patient had been hurting. They tried to deliver a bolus, but it did not work. It took ten minutes before the equipment contacted the pump. The patient was getting three boluses a day. The physician upped the boluses but then took the boluses back down to three. There was a healthcare provider who gave the patient four boluses a day with a lockout of six hours. The programming did not work since the patient could not get all four boluses in a day unless the boluses were delivered on the exact second. The technical services guided the rep through clearing the handset data to address the handset lag that was mentioned. The rep noted that they had cleared the handset data several times before. The rep thought that there should be remote access to the pump so that the pump could be checked.